Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of far-field signals. Technical services (ts) reviewed the stored device data and observed intermittent oversensing that resulted in inappropriate atrial tachy response (atr) mode switches. Additionally, ts noted the device marked noisy signals on the right ventricular (rv) channel, which did not impact pacing. Ts provided reprogramming suggestions. No adverse patient effects were reported. This crt-d remains in service.